Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant close door messages were confirmed and reproduced during the device investigation. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump experienced constant close door messages. It was also reported there was no pt injury.